Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed testing. Upon evaluation, the r781 resistor was open. The cause of the inability to complete testing is the open resistor. The root cause of the open resistor was not positively identified but the damage is consistent with external defibrillation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating it could not complete testing.